Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) large volume infusors did not flow; further described as "did not drip any medicine." The devices were filled with 0.9% sodium chloride and endostar. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs and a video of a sample were provided for evaluation. The photographs and video were visually inspected which showed evidence of fluid inside the bladder suggesting a no flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is user related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.